Manufacturer narrative:
Findings: all buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 154 mg/dl. The customer stated that the air is really humid where he is. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.